Event description:
A report was received that a patient was experiencing difficulty charging the ipg and communication difficulty. Multiple attempts were made to troubleshoot, but were unsuccessful. The physician has recommended a revision to have the ipg replaced.

Event description:
A report was received that a patient was experiencing difficulty charging the ipg and communication difficulty. Multiple attempts were made to troubleshoot, but were unsuccessful. The physician has recommened a revision to have the ipg replaced.

Manufacturer narrative:
Additional information was received that the patient had ipg replaced. Device evaluation indicated that the ipg passed photographic imaging tests performed. The complaint was confirmed. The ipg would not be linked with a remote control after the end-of-charge beeps were heard. The antenna coil in the ipg header was verified to be open. With a substituted antenna, the device memory and profiles were captured. Electrocautery was used during the explant procedure. The device exhibited symptoms that are the characteristics of analog ic damage due to high-voltage transients. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).